Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3778-45, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was getting effective therapy post replacement and was seen in the health care professional's office on (B)(6) 2014.

Event description:
The patient experienced a loss of therapeutic effect and less than 50% therapy relief in right groin. The patient lost stimulation about four days ago. The amplitude was turned up and the stimulation was recaptured but no longer in the correct location. X-rays revealed no lead movement. Reprogramming was performed but not able to get stimulation in right groin where it was needed. Impedances were all within normal range except for electrode #5. The patient had been recharging more frequently. The patient was scheduled for a revision on (B)(6). Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up will be sent.